Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented image noise. The issue occurred during inspection for use (set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e226 occurred, cable unit malfunction, and multiple instances of charged coupled device (r unit) deformation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable unit failure most likely cause is a random failure resulting in image noise occurrence and error code e226 occurrence, regarding the multiple instances of charged coupled device deformation that was caused by component failure of the outer tube the most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer